Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that a screw fractured in the patients mouth. There was no damage to the implant. The screw has been discarded.